Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: unknown as information was not provided. If explanted; give date: not applicable as the iol remains implanted in the patient's eye. Product evaluation was not performed because the product is still implanted. The complaint issue reported could not be verified and no product deficiency could be identified. The manufacturing records for the product were reviewed, the product was manufactured and released according to specification. A search revealed that no additional complaints for this production order were received. The directions for use (dfu) were reviewed, the dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result, of the investigation there is no indication of a product malfunction or product quality deficiency and the reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was elevated intraocular pressure (iop) in the patient¿s ocular dexter (right eye) after implantation of zxr00 21.5 diopter intraocular lens (iol). It was reported iop of 27mmhg (14mmhg above baseline) and pressure-lowering medication was given to the patient. Through follow up, additional information was provided stating current iop level is unknown as next visit has not occurred, simbrinza was prescribed to the patient, patient is still taking simbrinza, and reported increased intraocular pressure issues do not affect normal daily activities. No additional information was provided to johnson & johnson surgical vision.